Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty turning and locking the luer connector on the infusion set, requiring a paper towel for grip, though connection to the ilet was ultimately achieved and infusion continued. Symptoms included no change in blood glucose. Outcomes included no adverse health effects and no need for medical intervention. Investigation included customer service troubleshooting and education, as well as collection of the lot number. Investigation of this case revealed the device functioned once connected and no alerts or alarms occurred. It was concluded that the event was user interface related with no clinical impact.